Event description:
Information was received from the customer that this unit shuts down during ac use and does not alarm. It was also reported that the unit does not power on consistently. The unit was reportedly in patient use, however there was no reported patient harm. The unit has yet to be received for evaulation. When the equipment is returned and evaluated, a follow-up report will be filed.